Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right essure device may be misplaced/ malposition of essure device location of device: uterus") in a 40-year-old female patient who had essure (batch no. B93872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2 devices in one tube" on (B)(6) 2015. The patient's past medical history included delivery on (B)(6) 2015. Concurrent conditions included asthma. Concomitant products included salbutamol sulfate (albuterol sulfate) since 2015. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/left side"), back pain ("back pain"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), hypoaesthesia ("leg numbness") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion outcome was unknown, the pelvic pain, back pain and vaginal discharge had resolved and the hypoaesthesia, migraine and headache was resolving. The reporter considered back pain, device expulsion, headache, hypoaesthesia, migraine, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the right essure device may be misplaced. Ultrasound scan vagina - on (B)(6) 2015: malposition of essure device . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right essure device may be misplaced/ malposition of essure device location of device: uterus") in a 40-year-old female patient who had essure (batch no. B93872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2 devices in one tube" on (B)(6) 2015. The patient's past medical history included delivery on (B)(6) 2015. Concurrent conditions included asthma. Concomitant products included salbutamol sulfate (albuterol sulfate) since 2015. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/left side"), back pain ("back pain"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), hypoaesthesia ("leg numbness") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion outcome was unknown, the pelvic pain, back pain and vaginal discharge had resolved and the hypoaesthesia, migraine and headache was resolving. The reporter considered back pain, device expulsion, headache, hypoaesthesia, migraine, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the right essure device may be misplaced. Ultrasound scan vagina - on (B)(6) 2015: malposition of essure device. Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet and medical records were received. Event dislocation was updated to device expulsion. Events per pfs: migraines and headaches. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure device may be misplaced") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2 devices in one tube" on (B)(6) 2015. The patient's past medical history included delivery on (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), back pain ("back pain"), hypoaesthesia ("leg numbness") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, back pain, hypoaesthesia and vaginal discharge had resolved. The reporter considered back pain, device dislocation, hypoaesthesia, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the right essure device may be misplaced. Most recent follow-up information incorporated above includes: on 2-aug-2017: new events added: right essure device may be misplaced, pelvic pain, back pain, leg numbness and vaginal discharge. On (B)(6) 2015 she underwent a laparoscopic bilateral salpingectomy with extraction of essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.